Event description:
It was reported that the pt experienced increased spasticity. On the same month, a rotor and dye study were done; both appeared normal. The pt's oral baclofen was increased. On the following week, the pt went to the emergency room with a fever and increased spasticity. The pt's intrathecal dose of lioresal (2000 mcg/ml) was increased from 396 to 435 mcg/day. It was also reported that at a refill visit (date not reported); the pump had a volume discrepancy of greater than 25% (the expected and actual volumes were not reported). The pt's pump was replaced. Add'l info has been requested, a follow-up report will be submitted if add'l info becomes available.

Manufacturer narrative:
The device has been returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is completed.